Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead. Interrogation revealed early detection of a fracture on the rv lead. The lead programming was changed to turn off detections to prevent an inappropriate shock. The patient decided against lead replacement due to their advanced age. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284vrc, implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 468 of 474 lifetime v-sic occurred since (B)(6) 2013. Two non-sustained tachycardia episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.